Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.